Manufacturer narrative:
UDI# :(B)(4). A full analysis of the data logs and the patient folder has been performed and this analysis concluded that the fusion between the CT-scan and the MRI was not correct. The user performed manual adjustments but it was not sufficient to match correctly the imageries. The algorithm of the automatic fusion is not perfect: depending on patient anatomy, artefacts, image quality and properties, manual adjustments may be necessary. The CT-scan contains multiple artefacts. These can influence the quality of the automatic fusion. The good practice in the case of the complaint would be to firstly load the CT-scan by selecting only a subset of slices and then load the MRI. Finally, manual adjustments can be done if required.

Event description:
It was reported that clinical representative (cr) tried merging images (a combination of CT and mr¿s). The images did not merge close to each other which required many minute movements. We tried moving one image to better line up and then hit recalculate which either moved the image back to where it originally was or did not move the image at all. Patient was under anesthesia at the time. There was a delay of 10 minutes.